Event description:
Patient presented to hospital for chest pain. Tests were performed and showed the patient had moderate to severe triple vessel coronary artery disease. The patient underwent a coronary artery bypass graft x 4 plus maze.